Event description:
In 2007, this patient presented with a contained ruptured abdominal aortic aneurysm. After implantation of gore excluder aaa endoprostheses, physicians were concerned about compartment syndrome due to bleeding. No endoleaks were observed, but thought to be present. In consideration of the patient's present condition, the endovascular grafts were explanted and an unk surgical graft was placed. The patient tolerated the procedures. No films are being sent to gore. The explanted devices were discarded at the facility; therefore, no explant analysis will be performed.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices used in this patient: pxc141000, pxc141200, pxa260300.